Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added:adverse event problem (device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null.. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 13, 2017: litigation record received. Litigation alleges the patient was revised to address pain and altr, and reported fluid collection consistent with mom response, and corrosion. It also alleges synovitis and chf due to extremely elevated cobalt level and metallosis. Product codes and lot numbers provided. Added stem due to alleged high metal ions. Complainant information updated. This complaint was updated on oct 19, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Update feb 27, 2018: pfs and medical records received. Pfs alleges recurrent hernias, abdominal pain, adhesions, throbbing and aching hip pain, weakness, fatigue, memory loss, walk with a limp, unable to walk long distances, unable to stand any length of time, elevated metal ions, metallosis-induced heart failure, suffer abnormal cardiac rhythm and undergone cardiac ablation, found a grey stained fluid collection and local tissue reaction consistent with metal on metal. After review of medical records for MDR reportability, patient was revised to address pain and local soft tissue response. Revision notes stated that there was local soft tissue reaction consistent with a metal on metal response, the fluid had a characteristic grey appearance, there was some deficiency of the posterior capsule and short external rotators, the trunnion appeared to have really minimal evidence of corrosion, some notching of the neck. Laboratory result for metal ions were above 7ppb.